Manufacturer narrative:
Device received with currents in spec. No unexpected low battery. Device passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement test. Minor scratched lcd window cracked near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. Motor grinding sound during rewind due to faulty motor.

Event description:
Customer reported via phone call that the device would make a noise during rewind. Device rewound slowly. Device was going through batteries faster than usual. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.